Event description:
.014 wire (mailman) stuck in mdt 4598 lv lead when attempting to place. Could not advance wire out or pull wire back. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).